Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos of a device. The event report alleges the product was used in a surgical procedure. Staple formation issues were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. A potential root cause is thick tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic lower anterior resectioning procedure, there was poor staple formation and the staple line was formed incompletely at the distal end. Unformed staples disengaged into the patient cavity. As a result of the problem, the tissue was damaged because the insufficient anastomosis had to be hand sutured. A protective ileostomy was placed. The incision was extended more than 1 inch due to the product problem. There will be an additional operation to correct the issue. This event extended patient hospitalization. At the time of this report, the patient is still in the hospital.